Event description:
Customer reports receiving erratic readings. In blood glucose tests, customer received readings of 232 mg/dl, 426 mg/dl and 119 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values ot be clinically signigicant. There was no reported of deaht, serious injury or mistreatment associated with this event.